Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Based on the info provided and analysis of the instrument, the fse determined that the cause for the discordant result was due to a dried serum type residue at the top of the dispense port tubes. The instrument has been repaired. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A discrepant advia centaur xp (B)(6) result was reported to the physician. The physician questioned the result. The sample was retested and a corrected report was issued. There are no reports of pt intervention or adverse health consequences due to the discordant (B)(6) result.